Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc ( importer behalf of heartsine).

Event description:
There was no patient involved. Enduser alleges that sam300p units power on by themselves; fsca units.